Event description:
It was reported that when trying to use it on a patient, the white sticker came off along with the adhesive surface in an arctic gel pad.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. CAPA # 9743815 has been opened for this failure. Refer to the CAPA for further action. Visual evaluation of the returned sample noted one opened medium arctic gel right thigh pad present with original foil packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of the connector. Tubing for the pad noted no kinks present. Hydrogel layer had separated from the pad surface with the liner. The pull tab is intact with the liner. No crushed dimples or signs of over lamination in the pads. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.